Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("shifting of implant"), device breakage ("device breakage") and menorrhagia ("abnormal bleeding, (menorrhagia) /extremely heavy") in a 35-year-old female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had a hard time removing my coils". The patient's medical history included obesity, obesity and ectopic pregnancy. Current weight 214lbs. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included ibuprofen, methotrexate and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding, (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain"), pruritus ("itching") and peritoneal lesion ("peritoneal lesions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in 2009 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device dislocation had resolved and the device breakage, menorrhagia, migraine, vaginal haemorrhage, dysmenorrhoea, abdominal pain, pruritus, vaginal discharge, weight increased and peritoneal lesion outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic pain, peritoneal lesion, pruritus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-feb-2019: plaintiff sheet received. Reporter's information added. Date of birth, date of insertion was added. Added event itching, vaginal discharge, weight gain, peritoneal lesions. Concomitant condition, concomitant drug were added. Updated onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("shifting of implant"), menorrhagia ("abnormal bleeding, (menorrhagia)") and device breakage ("device breakage") in an adult female patient who had essure (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had a hard time removing my coils". The patient's concurrent conditions included dysfunctional uterine bleeding. In november 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation in 2009). Essure was removed on 30-oct-2017. At the time of the report, the pelvic pain was resolving, the device dislocation had resolved and the migraine, vaginal haemorrhage, menorrhagia, device breakage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-jan-2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and relevant history added. Essure removal date (30oct2017) added. Lot number (62734) added. Event onset dates added. Outcomes of events changed. New events shifting of implant, abnormal bleeding, (vaginal), abnormal bleeding, (menorrhagia), device breakage, dysmenorrhea (cramping) and she had a hard time removing my coils added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.